Event description:
Voluntary report of (B)(6)-2011, FDA reference number (B)(4) states that pt complains of severe pain in pelvis and thigh and joint area and stiffness.

Manufacturer narrative:
Info was forwarded from the FDA, who have received a voluntary report (report number (B)(4)) through FDA's medwatch program. This is the manufacturer's corresponding report, file reference number (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. It is not suspected that product failure has lead to the alleged event. A cause for this specific clinical event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4). Zimmer (B)(4) complaint file number is (B)(4).